Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter tip upon removal. The target lesion was located in a moderately tortuous internal iliac artery. Four interlock-35 coils were used for treatment (4mmx10cm, 6mmx20cm, 12mmx40cm and 10mmx40cm). During the procedure, the coils were stuck inside the distal part of the imager catheter and was noted protruding from the catheter tip upon removal. The devices were normally removed and the procedure was completed with another of the same device. No complications reported and the patient was stable.